Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the settings on the ins were as follows: amplitude of 5.8 volts, pulse width of 90 microseconds, and a rate of 150 hz. The electrode configuration was as follows: electrode #0 (-), 1 (-) and case (+). The device had been in the continuous cycling in a single stimulation mode and was used 24 hours a day. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the deep brain stimulator was shutting off unexpectedly multiple times a day. When the implantable neurostimulator (ins) was interrogated high impedances were found. The ins was explanted on (B)(6) 2014 due to the device malfunction. The impedance issue had not resolved and the cause of the high impedance was not determined. No lead fractures were noted. Troubleshooting had included x-ray and replacement. The device had been used within the patient for treatment. There was no patient death or injury. The patient had recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, product type: adapter; product ID 3550-29, serial# unknown, product type: accessory; product ID 3389s-40, lot# v012838, implanted: (B)(6) 2006, product type: lead; product ID 748295, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 64002, serial # unknown, product type adapter; product ID 3550-29, serial # unknown, product type accessory; product ID 3389s-40, lot # v012838, implanted: (B)(6) 2006, product type lead; product ID 748295, serial # (B)(4), implanted: (B)(6) 2006, product type extension. Analysis of the implantable neurostimulator found no significant anomalies, device was functionally ok.

Event description:
It was reported the stimulation was turning off. The implantable neurostimulator (ins) was explanted due to the stimulation turning on and off six or seven times per day. Reference manufacturer¿s report number: 3007566237-2014-03108. Information was previously reported under this report number. Additional information received indicated that these were the same two events and any additional information received going forward will be reported under this manufacturer¿s report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 64002, serial # unknown, product type adapter; product ID 3550-29, serial # unknown, product type accessory; product ID 3389s-40, lot # v012838, implanted: (B)(6) 2006, product type lead; product ID 748295, serial # (B)(4), implanted: (B)(6) 2006, product type extension.